Manufacturer narrative:
Alleged failure: anchor lost probable root cause: design - dimple retaining feature does not retain implant or retains implant with excessive force - needle/implant stack up interference - stack up interference for deployment length/width - stack up interference for component size/diameter - stiffener feature distorted and retains implant with excessive force - inadequate handle assembly design - inadequate raw material - needle bend angle too large process - dimple retaining feature not manufactured to specification - implant anchor or needle not manufactured to specification - stiffener not manufactured to specification application - user not familiar with device use the product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the anchor got lost in the joint space. It is not confirmed that it was successfully retrieved.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor got lost in the joint space. It is not confirmed that it was successfully retrieved.